Event description:
Pt reported that their glucose meter gave a reading of "hi," and pt kept taking boluses, but the glucose meter would still read "hi." Pt then went to the hosp and they determined their blood glucose to be 1,286 mg/dl (treatment received: IV insulin). Pt will switch to insulin injections until blood glucose stabilizes.